Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as preparation before the lead implantation, the lead was combined with the measurement fixture of the star drive that had just been performed; the curvature was confirmed at a site approximately 1.5 cm from the lead tip.  Factors that may have caused the event was that it is conjectured that the distortion in the stylet might be the cause. The backup instrument was opened and handled. The newly opened lead was straight and there were no problems. The new lead was implanted. The issue was resolved. The patient had an infection, so the lead was disposed of in the hospital after only taking an image of the defective product. Additional information was received from a manufacturer representative (rep) reporting that the infection was not caused by or related to the dbs device, therapy, or procedure. The patient had a type b carrier. The infection has not been resolved.